Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2016: ck = 42 u/l, normal upper limit 170; (B)(6) 2016: ck-mb = 1.8 ug/l, normal upper limit 6.0. The UDI is unknown because the part number and lot number were not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. The reported patient effect of dissection, as listed in the trek rx global instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 2.5x23mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Following, after use of 2 mini trek dilatation catheters in the 1st obtuse marginal (om) coronary artery, a dissection was noted. Reportedly, the dissection occurred while using one of the balloon catheters. A 2.25x28mm xience alpine stent was successfully implanted in the 1st om coronary artery dissection as treatment. The dissection resolved without sequela. The patient was discharged home that same day. There was no additional information provided.